Event description:
Device returned to manufacturer with report that "residual volume to actual volume discrepancy on last 2 refills. Pump contained much more drug each time. Rotor test and dye study done." Follow up information included the rotor test and dye study revealed that neither test showed any problems and the patient was receiving inadequate pain relief associated with the excess volume residuals. After replacement of the pump the patient is doing well and has relief of the pain.